Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011.according to the complainant, during the procedure, as the physician was withdrawing the peg tube from the stoma site the cone shaped pullwire, on the end of the peg tube, detached outside the patient and the end of the peg tube fell inside the patient. The portion that detached was retrieved endoscopically. The procedure was completed with a new endovive safety peg kit pull method.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, as the physician was withdrawing the peg tube from the stoma site, the cone shaped pullwire on the end of the peg tube, detached outside the patient and the end of the peg tube fell inside the patient. The portion that detached was retrieved endoscopically. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found that the pullwire was placed through the otn safety needle sheath and attached to the wire loop of the delivery system pullwire tip. The domed peg tubing and bolster were without issue. The pullwire tip was found to have been detached from the delivery system. The inner and outer rings remained attached to the domed peg tubing. During the evaluation, the outer ring and proximal end of the tubing were cut to expose the inner ring. The threaded distal portion of the pullwire tip was found to have broken off inside the inner ring. Both broken ends of the pullwire tip were whitish in color and deformed from tensile and/or torsional force. The condition of the returned unit was consistent with the complaint incident that the peg separated. Based on the event description and the evaluation of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed for lot 14442603 and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14442603.